Event description:
It was reported the epg (external pulse generator) appeared to be pacing at a rate different from the original settings. The original settings had been vvi at 70ppm (pulses per minute) and 3ma (milliamps) but the actual rate had been around 60-50ppm at the time, according to the ECG (electrocardiogram). The pacing threshold had been about 1.0ma but became 1.5~2.0ma after the rate change. Use of the device was stopped immediately. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).